Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to close could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The patient effect and subsequent treatment appear to be related to circumstances of the procedure. The patient effects of unspecified tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional procedure with a 10f sheath. Reportedly, one prostyle suture was placed, but hemostasis was not achieved. A second prostyle device was inserted. However, after insertion, the physician did not observe mark on his initial attempt. Therefore, the device was retracted and reinserted. After reinsertion, the physician observed the foot plate was unable to fully close. Without fully retracting the device, the physician was able to manually closed the foot plate with his fingers. It was observed the access site became a little bigger due to the foot plate issue. The device was readvanced and the sutures were deployed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.